Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number, or sample was provided.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical¿s mesh product. Plaintiff allegedly experienced hernia recurrence, new mesh for repair, dense adhesions of small bowel, lysis of adhesions, infection, abscess, fistula, resection of abdominal wall and rectus, excision of purulent fluid, and serosal tears. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.

Manufacturer narrative:
Additional and corrected information: review of medical records, for this implant date, reveals that an additional mesh was not implanted.

Event description:
Review of medical records reveals this mesh was not implanted.